Manufacturer narrative:
It was noted that the device is not available or evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, "a patient specific implant request form was received for the patient's left leg (requesting a custom mets distal femur). Noted on the form: "patient has a tkr in-situ. This is a triathlon ts implant with 100mm cementless stems and offset couplings on both the tibia and femur. The patient also has a primary hip replacement in-situ. Revision is required as there is a fracture in the femur which is unable to be fixed. The fracture is quite high, and due to the patient being quite short and already having a thr in, the distal femur construct needs to have a stem short enough to fit." Proposed date of surgery is (B)(6) 2023."